Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that when the glenosphere was opened, some of the inner packaging was missing. No additional information is known.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined to be not reportable, as this component did not cause serious injury and is not considered likely to cause serious injury.